Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that the sagittal saw with key device was heating up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition that the sagittal saw with key device was heating up was not confirmed. Therefore, an assignable root cause for the reported code of heat was not determined. However, during evaluation, it was determined that the device failed visual inspection as the knob was not attached. It was further determined that the device failed pretest for check falling out protection, check function of device and check oscillation frequency. It was noted that the bearings were corroded and the device did not function. The assignable root cause was determined to be due to component failure from wear and a device design issue (device would not function and had corroded bearings). The design related failure has been covered under a CAPA which was identified during a manufacturing record evaluation (mre). Further results of the analysis will be captured under the CAPA.